Manufacturer narrative:
(B)(4). Batch #: n/a investigation summary: per service manual operational and diagnostic analysis confirmed the unit had a tone/sound issue. The damping trim was replaced as identified in the investigation to address the issue. Additionally, the usb cover plate assembly and a earth ground top nut was replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during the unknown procedure, the unit has a tone/sound issue. The speaker could be going bad and causing a high pitch when the instrument is activated.